Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut but the staples did not deploy. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the pph03 device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe firing range. It should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended.